Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use during prime. The patient was not connected. The cg stated they changed out all of the bags, but were still receiving the same alarm. The baxter technical service representative (tsr) explained to the cg that they would need to change the set and the bags. The tsr assisted the cg with starting over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reuse of the cassette. The patient stated they were able to continue therapy after starting over with all new supplies. The patient understood they should not change out parts of the supplies and has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.